Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd microlance¿ 3 needles were blocked. The following information was provided by the initial reporter, translated from french: "during the withdrawals the trocards become blocked not allowing the withdrawal and the use of the trocards. Clinical consequences: impossibility of carrying out the preparation of antibiotic therapy. Using the trocards from another batch of trocards"

Event description:
Did the patient suffer any clinical consequences due to this defect? No.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 221110. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) samples were returned for evaluation by our quality team. The samples were microscopically examined and the needles were found to be clogged because of medication in the cannula. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. Inspections for occlusion are also completed after assembly. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.